Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of slow boot-up and freezing and the hard drive was replaced and reimaged and the software reloaded to resolve. The device passed its final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer was slow to boot and froze intermittently. Sometimes it would take a long time to boot but then eventually booted, other times it would not completely boot-up. After the tech started, an interrogation the screen froze and did not proceed. The programmer was returned for servicing. No patient complications have been reported as a result of this event.